Event description:
It was reported that the patient went to the ER (emergency room) with a bigeminy rhythm with rates below the lower rate of the pacemaker. It was discussed whether it was over sensing on the ventricular lead or pacing inappropriately by the device. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).